Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 3.002 mg/day), clonidine (200.0 mcg/ml at 60.04 mcg/day), and bupivacaine (30.0 mg/ml at 9.006 mg/day) via an implantable infusion pump. It was reported a review of the logs revealed a motor stall occurred on (B)(6) 2014 and a motor stall recovery occurred on (B)(6) 2014. The cause of the motor stall was unknown. No action was taken as an intervention. No patient symptoms were reported. The outcome was resolved without sequelae on (B)(6) 2014. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.